Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), back pain ("back pain/ severe back pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (hysterectomy (full) bilateral salpingectomy). Essure was removed in 2009. At the time of the report, the pelvic pain, abdominal pain, anaemia and vaginal haemorrhage outcome was unknown and the menorrhagia and back pain had resolved. The reporter considered abdominal pain, anaemia, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: insertion and removal date (B)(6) 2009 patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: plaintiff fact sheet received. Events vaginal bleeding, device monitoring procedure not performed. Outcome updated for menorrhagia, back pain . Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and back pain ("back pain/severe back pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia and back pain outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: insertion and removal date (B)(6) 2009 patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Case became incident. Previously reported event injury was updated with new events: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia and back pain/severe back pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient undergo essure confirmation test". On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), back pain ("back pain/ severe back pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (hysterectomy (full) bilateral salpingectomy). Essure was removed in 2009. At the time of the report, the pelvic pain, menorrhagia and back pain had resolved and the abdominal pain, anaemia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: insertion and removal date (B)(6)2009 patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, back pain. Essure insertion and removal date provided in pfs ((B)(6) 2020) : (B)(6) 2009 and (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. In (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: pfs received : event " pelvic pain " outcome updated to "recovered / resolved", reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.